Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient had been having difficulty charging her neurostimulator (ins). Could not troubleshoot during call due to lack of access to product. The manufacturer's representative (rep) observed and palpated ins, does not believe the ins has flipped but stated it was deeper than she would like. She noted that she talked to the patient about a possible pocket revision due to the ins depth and charging difficulty. Rep stated the patient mentioned that the charging difficulty had always occurred. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.